Event description:
It was reported that the water leaked from the arctic gel pad while the patient was using it. Per sample evaluation results received via (B)(4) on (B)(6) 2026, it was reported that the flow rate was unobtainable due to air leak. Water leak could not be reproduced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue was not duplicated during evaluation. Visual evaluation of the returned sample noted one opened small arctic gel right chest pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The pad was received wet. The flow rate was unobtainable due to air leak through a lifted manifold. Water would not flow unless the manifold was pinched. The flow rate was found to be inadequate for the returned pad. (Acceptable range > 2.4 l/min. M2). The labeling/packaging review is not required as the reported event is unconfirmed. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Based on the results of this investigation, no additional actions are required. Correvtion: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the arctic gel pad while the patient was using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the arctic gel pad while the patient was using it.